Event description:
It was reported that the device interrogation showed several episodes of t-wave oversensing (twos). The clinician questioned how the twos discriminator worked. The twos could not be reproduced in the clinic with manipulations of programmed settings. The device remains in use. No patient complications have been reported as a result of this event.